Event description:
It was reported that the fenestrated bipolar forceps instrument had a loose cable. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was evaluated. Per the customer reported complaint, engineering found a broken conductor wire at the yaw pulley hub, and the wire insulation and stands have been cut. Based on the appearance, the damage may have been caused by instrument collisions and/or rough handling. Engineering also observed various scratch marks towards the distal end of the main tube with veery light material removed. Based on the location and appearance, the damage may have been caused by instrument collisions and/or rough handling. No other damage was found. The endowrist instruments instruction for use (IFU) specifically states: general precaution and warning - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.